Event description:
Edwards received notification that this 67 years old patient with a valve model 7300tfx27 implanted in the mitral position underwent a valve-in-valve intervention after an implant duration of three (3) years and seven (7) months due to degeneration leading to stenosis. The patient presented with shortness of breath before the vailve-in-valve procedure. A 26mm transcatheter valve was implanted within the edwards surgical valve using the transseptal approach with perfect result. The patient was discharged home.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), b7 (additional text), g3 (date received by manufacturer) and h6 (health effect - clinical code).

Manufacturer narrative:
H10: manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes and hypercholesterolemia.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 67 years old patient with a valve model 7300tfx27 implanted in the mitral position underwent a valve-in-valve intervention after an implant duration of three (3) years and seven (7) months due to degeneration leading to stenosis. A 26mm transcatheter valve was implanted within the edwards surgical valve using the transseptal approach with perfect result.